Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: called customer to confirm device issue. Customer confirmed that for the device, clip will not clip. There were no other issues with the device.

Event description:
It was reported that the issue with the device were found during cleaning. The clip does not clip. This is all the information that will be available based on the reported issue.

Manufacturer narrative:
(B)(4). The analysis results found that the lx207 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident.